Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Closed on customer request.

Event description:
Baxter received a report from a baxter technician stating the bed exit was not annunciating. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).